Event description:
It was reported than an in-stent restenosis occurred. A 4mm x 220mm x 150cm coyote mr balloon was selected for the treatment of an in-stent restenosis inside a 7.0mm x 120cm eluvia stent implanted in february 2021 in the superficial femoral artery. Patient anatomy conditions revealed moderate tortuosity and 100% stenosis. During the procedure the balloon was inflated once to 8 atmospheres (atm) when it ruptured. The balloon was completely removed using the normal method. The procedure was completed with another device. There were no patient complications reported.

Manufacturer narrative:
Date of event was estimated as (B)(6) 2021, based on balloon rupture event date of (B)(6) 2021. (B)(6).